Manufacturer narrative:
Device evaluated by manufacturer?: no (other): the product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found the lens optic torn and both haptics torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation. Conclusion (other): an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. The damage of the lens, as observed and photographed upon the return of the lens to staar, cannot be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the uses in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
The reporter stated the surgeon attempted to insert a +17.5 diopter cc4204bf collamer single piece lens, but the foam tip plunger disconnected from the injector and tore the lens. The lens was partially inserted and was cut out to remove from the patient's eye. The incision was enlarged slightly and another collamer single piece lens was implanted. Sutures were not required to close the incision. The reporter stated the injector may have been sterilized too many times, which caused the foam tip plunger to disconnect.